Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 2.75 mm x 30 mm target lesion was located in severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.5 mm x 12 mm nc balloon catheter, a 2.50 x 38 mm promus element plus drug-eluting stent was then advanced for treatment. However, the device failed to deploy and during manipulation, the shaft of the stent balloon was totally broken. The device was removed and completed the procedure with a 2.75 x 38 mm non-bsc stent. No patient complications were reported and the patient's status was stable.